Event description:
It was reported that during a patient refill, when the reporter aspirated the medication, she had a little bit of blood in the line which she assumed was a vessel. She did get the 3.2ml that she expected. There was no more medication in the pump and she did confirm she got plenty of bubbles. She then filled with 20ml of saline and aspirated 20ml of saline and it cleared the blood. She filled the pump with 18ml of medication, and 1 ml in the filter. The reporter was only filing the pump with 18ml because they had this problem with this patient back in october. The patient returned 1.5 hours later with symptoms of overdose. They aspirated the medication and they pulled out 20ml. The reporter stated the pump was malfunctioning "one way or the other", and this was the second time it happened. The physician told the reporter to put 15ml in the pump instead of 18. The reporter wanted to know where the medication came from since they got the 2ml medication out and flushed with 20ml of saline. Troubleshooting options were discussed with the reporter. The pump system was being used to infuse fentanyl, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the refill the patient had complained of pain from the waist down (stinging, burning, constant pain). The patient fell approximately 1 week prior to the refill appointment and had been instructed to see the orthopedic clinic for an x-ray. The healthcare professional (hcp) flushed three times to clear the blood noted in the pulled out medication prior to refill. The hcp reported that the patient's dose was increased by 5%. At 12:35 (about 1.5 hours after refill) the patient complained that they felt tired, dizzy, and "funny." The patient was drowsy at intervals but could be awakened easily, and when the patient was awake they were alert, oriented, and could talk and answer questions appropriately. The patient's blood pressure decreased over the course of the hour after presenting with overdose symptoms. The patient was given 1250 cc intravenous fluids, was reclined with feet elevated and monitored over the course of three hours and the patient recovered. The cause of the overdose was "egress of drug through the pump into the csf." No pocket fill occurred. The pump was able to be refilled. The issue was stable, per the healthcare professional (hcp) the pump was loaded with less volume now.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n339270, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).